Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. Based the reported information, there is no indication of a product quality issue with respect to manufacture, design, or labeling. The investigation concluded that a conclusive cause for the reported poor refolds and difficulty removing could not be determined. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the reviewed information, there is no indication the issue was caused by, or related to the design, manufacture or labeling of the device.

Event description:
It was reported that the procedure was to treat a superficial femoral artery. A 5.0 x 200 mm armada 18 balloon catheter was advanced to the lesion for post-dilatation. The balloon was inflated without issue; however, during removal of the device the balloon could not be retracted back into the 6f sheath. It was reported that the balloon did not refold properly. The devices were removed as a single unit as the procedure was completed. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.